Event description:
It was reported that the patient fell on the device and the device stopped working. The patient did not feel any stimulation. The patient had the device replaced. The lead and extension were tested together intraoperatively using a snap lid cable with reports of good stimulation and normal impedance. In post-op, the patient reported inadequate stimulation. Impedance was checked and found to be out of range at all voltage. The hcp indicated a possible failed lead or extension. The patient was scheduled for lead/extension replacement surgery in 2008. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.